Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge remained static at 105 units until the cartridge was out of insulin. The customer's blood glucose level was 480 mg/dl, and was addressed by changing the cartridge and delivering a correction bolus.